Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The april 2007 15-month wallflex biliary complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
Note: the date of the event is unknown. In 2007, it was reported to boston scientific corporation, that during the placement of a wallflex biliary rx uncovered stent system in a male patient, the stent had migrated and "the proximal end of the stent was sticked and compressed". The physician had fully deployed the stent; however, "difficulty was encountered when removing the delivery system" causing the stent to be "pulled down until the papilla, where the proximal end of the stent was sticked and compressed", the delivery system was removed after several manipulations. Two days afterwards, the physician successfully removed the stent with a snare under general anesthesia and a plastic stent was placed. The patient's condition was reported as "ok".